Event description:
The husband reported via phone call that the customer passed away on (B)(6) 2015 at home. The official cause of death was due to congestive heart failure. The customer's blood glucose was unknown at the time of death. The caller reported the customer's blood glucose declined to 43 mg/dl and later to 37 mg/dl after treatment with a glucagon injection. The caller also stated the customer did not have any illnesses leading to their death. It was also reported the customer did not use sensors and was not wearing a sensor at the time of death. The caller also reported the customer was wearing the insulin pump at the time of death. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. No cosmetic damage noted on insulin pump assembly. Data analysis was unable to perform data analysis due to no insulin pump history available on history download. No data was available due to insulin pump being received without battery in the battery tube.